Manufacturer narrative:
Concomitant product: product ID neu_unknown_lead, lot# unknown, product type lead. (B)(4).

Event description:
It was reported that there were some cases where abnormal impedance values of >4,000 ohms were measured on leads during implant procedures. No further information was reported.